Event description:
It was reported that pump displayed repeated malfunction alarms with code 12 occurring for a third time, and customer¿s blood glucose (bg) level rose to 522 mg/dl. No information was provided on how customer addressed high bg. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode before return, and was advised to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and pump was replaced by technical support.